Event description:
A consumer reported that following a bilateral intraocular lens (iol) implant procedure, the left eye was perfect 20/20 but the right eye was blurry, even after the laser treatment. Add¿l info was received from the consumer, who reported that the vision in the right eye is better than it was prior to the intraocular lens implant surgery. The pt states a laser was used to ¿clean off the lens¿ about 6 months after the lens was implanted. The vision improved in the right eye but still not as clear as the left eye. Glasses also improved the vision and there is no impact on daily activities. A glaucoma specialist ruled out glaucoma but the consumer states he still had not been told why the vision in the right eye is not as good as the left eye. No further info is expected as the consumer was hesitant about the surgeon being contacted. At this time the surgeon has not been contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis; the lens remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further info is expected as the consumer is hesitate about the surgeon being contacted. (B)(4).